Manufacturer narrative:
The manufacturer previously reported incorrect information for section b.4 as (B)(6)2020. The correct date of the report should have been (B)(6)2020.

Event description:
The manufacturer received information alleging a ventilator was not charging its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.